Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported a leak; subsequently bleedback was noted. The tubing set was being used to deliver an unspecified concentration of 5fu (fluorouracil), with a vtbi (volume to be infused) of 336ml, at a rate of 3.5ml/hr, for a duration of 96 hrs via a gemstar pump. After an unspecified length of time in use, the pt notified the pharmacist that an unspecified volume of solution leaked from one of the two air vents on the filter. An unspecified volume of blood backed into the tubing. The solution that leaked was cleaned up according to the user facility's protocol. The 5fu container and the tubing set were replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.